Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had seen a power on reset (por) message on their patient programmer (pp) when they went to use the remote the morning of the report to turn stimulation back on. It was reported that patient had recent electromagnetic interference /emi environmental exposure. It was noted that patient had surgery the day prior to the report because their ins battery had flipped sideways and they just repositioned the ins. Patient also mentioned that they were not feeling good. No further patient complications were reported/ anticipated as a result of this event.